Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one (1) sample was provided by the customer for investigation. The sample was visually analyzed and was found to have an improperly formed tip and luer lok® collar. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was not performed as the lot number is "unknown" for this complaint. A device history record (DHR) review was not able to be performed on the batch associated with this investigation as the batch number is unknown. Root cause description: both these defects are a result of the syringe not being formed properly during the molding process. Rationale: bd acknowledges that the returned sample has an improperly formed tip and luer lok® collar. As there was no batch number provided it cannot be determined what the batch quantity is and if this one (1) reported occurrence would exceed the acceptable quality limit (aql) for the batch or not. However, as just one (1) occurrence was reported this is considered a rare occurrence; as a consequence, no corrective or preventative actions are proposed in the scope of this complaint.

Event description:
It was reported that bd¿ syringe with bd luer-lok¿ tip malfunctioned. The following information was provided by the initial reporter: malfunction.